Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au5800 chemistry analyzer. The probable cause was identified as a defective sodium electrode. Cts confirmed that the customer replaced the sodium electrode to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.